Manufacturer narrative:
Additional information was added to b5, h6, and h10. B5: during follow up, it was clarified that the green caps (pull rings) were loose inside the pouches. F10/h6: medical device problem codes: replace a020602 with a1205 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler sets had no green tab (pull ring cap) on the patient line. This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.